Manufacturer narrative:
A preliminary investigation showed: the leaking noise was coming from the vacuum tube. Electrical cables and gas hoses were found twisted inside the device. The arm was free to rotate, due to a stop segment that loosened over time. The stop segment (retainer) was found within its housing area. Only two of the three retaining screws were found installed. The ceiling distribution arm has been repaired and put back in working condition.